Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Noise on the ra lead was earlier reported in MFR number 2017865-2014-06734.

Event description:
Related manufacturer reference number: 2938836-2019-03082. It was reported that the patient presented in clinic for follow-up. It was noted that the right atrial (ra) lead continued exhibiting chronic noise. Low impedance was also noted. Noise on the leadless channel between the ra and right ventricular (rv) lead was also noted. It was suspected that there was possibly an abrasion on both leads at the same spot which could cause concurrent noise. No intervention was performed for the ra lead. The rv lead was reprogrammed. The patient was asymptomatic and would continue to be monitored.